Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that the device had hose damage to the hose. It is unk if the device was used in surgery. There were no pt or user injuries reported. It is unk if medical intervention was reported. There was no additional info provided.